Event description:
Reference number: (B)(4) event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for 24 hours. The patient blood glucose was high and was resolved by replacing the infusion set. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 30-dec-2025 against "lot number" 6012205 and similar malfunction code(s): leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), leak between tubing and pump connector/hub trace moisture / minor wetness. Leak between tubing and pump connector/hub detachment /significant wetness the review confirmed that lot 6012205 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 30-dec-2025 against "lot number" criteria equal 6012205 and similar malfunction code(s): leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), leak between tubing and pump connector/hub trace moisture / minor wetness. Leak between tubing and pump connector/hub detachment /significant wetness the count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012205 was manufactured according to the work instruction (wi) version 121 and manufactured in the line 10 on 13-mar-2025 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5b05643 was manufactured according to the form-001865 version 02 and manufactured in the machine itl03, on 12-mar-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5a05782 was manufactured according to the form-001865 version 02 and manufactured in the machine itl03, on 01-feb-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012205 and related malfunction codes for leakage from tubing or the interface between the tubing and the connectors. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4).

Event description:
To date no additional patient or event details have been received.